Event description:
The 10mm amplatzer muscular vsd occluder (muscvsd) did not conform to the defect, so it had to be snared and replaced with a 12mm muscvsd. There were not any patient complications. This event is reportable to the FDA since intervention was required to retrieve the device.

Manufacturer narrative:
The amplatzer muscular vsd occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. No further information was received.